Event description:
Device failed the pressure relief valve test, subsequently failing the crossover circuit test due to a leak. The device is pending completion of evaluation and repair. No patient involvement.

Manufacturer narrative:
Device pending completion of evaluation and repair.